Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported positioning failure was due to patient morphology/pathology. The reported difficult to remove (clip caught on chordae) appears to be related to user technique of retracting the device. The reported tissue injury appears to be related to the clip getting stuck on the chordae (difficult to remove). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a restricted and tethered posterior leaflet, and dense chordae. One clip was inserted and successfully implanted. To further reduce mr, a second xt clip was inserted and advanced under the mitral valve. It was noted positioning of the clip was difficult due to the anatomy. After three attempts of repositioning, the clip was released from the leaflets. When the clip was retracted into the left atrium, it became caught in the chordae. Troubleshooting maneuvers were performed, and the clip was able to be removed. However, it was observed either the chordae were ripped, or the anterior leaflet was perforated lateral to the first implanted clip. Therefore, the clip was removed from the anatomy, and the procedure was discontinued. Mr reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.